Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure using an evac 70 xtra hp plasma wand, the wand smoked and the flow could not be controlled. A new wand was retrieved and the procedure was completed. No pt complications were reported as a result of this event.

Manufacturer narrative:
A lot number for the device was not provided, therefore, no device history record could be performed.